Event description:
It was reported, the patient could feel her implantable neurostimulator (ins) moving since implant. It was stated, the patient was told that would be normal for her because she was thin and under 100 pounds

Manufacturer narrative:
Product ID 3093-28, lot# va06ydz, implanted: 2013 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).